Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was moisture and corrosion observed in the battery compartment and on the battery cap. The battery compartment was found to be cracked from the threads down to the case seal on the side. The pump failed a leak test due a battery compartment leak. The pump¿s cover was removed; there was moisture ingress found on the circuits and on the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.